Manufacturer narrative:
Additional information d9, g3, g6, h2, h3, h6. One 13f agilis steerable introducer sheath was received for evaluation. Functional testing confirmed a leak in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seal was microscopically inspected. Tearing was noted in the side wall of the seal. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The IFU states: do not remove dilator or catheter rapidly. Damage to the valve may occur, potentially compromising hemostasis.

Event description:
During a pfa af ablation procedure using a volt catheter, an advisor hd grid x catheter, and the ensite x system, an air leak was noted. The transseptal puncture was performed with an sl sheath which was then exchanged for an agilis 13fr sheath. Before ablation, a pre-map was created with the advisor hd grid x. When the advisor hd grid x was inserted through the agilis 13fr sheath and aspirated, air was noted to be withdrawn. It was thought that the air originated from the valve. To troubleshoot, the catheter was removed and aspiration performed, and again, there was air withdrawn. The agilis 13fr sheath was exchanged and the issue resolved. It was noted that when the dilator was inserted into the second agilis 13fr sheath, it felt different than when the dilator was inserted into the first sheath. It was thought that the valve of the first agilis was damaged. The air leak was noted before starting the mapping and the rest of the procedure was completed without adverse consequences to the patient.